Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing auto-reducing on their drg leads. A manufacturer representative interrogated the system and confirmed the s1 lead had high impedances on contacts 5 through 8. X-rays were performed confirming the leads were in place. Surgical intervention may be pending to address the issue at a later date.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein the s1 lead was explanted and replaced. Effective therapy was restored post-op.

Manufacturer narrative:
Conclusion: the report event of high impedance was confirmed. As received, visual inspection showed the returned lead had a kink on the outer tubing with all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.